Event description:
A customer call came in on (B)(6)2008, to report that white debris was found in the disposable freezing bag.

Manufacturer narrative:
We have completed our eval of the returned disposable bagset. The white debris was sent out for fourier transform infrared (ftir) spectroscopy for identification. The particle was identified as bagset stopcock material. This is an isolated event for this lot of disposable bagsets from this MFR. We will continue to monitor and trend. No adverse events have been reported for this occurrence.